Event description:
Boston scientific received information that the right ventricular (rv) lead dislodged shortly after pocket closure. Additionally, high pacing thresholds were observed. Consequently, the patient underwent a lead revision procedure. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.